Manufacturer narrative:
(B)(4). The crown is showing impactions due to tightening with a spinal rod. The deformations are asymmetrical, consistent with the transmission of flexural loads through the connection. The bone screw is broken at 15 mm from the neck (inside the pedicle). The fracture appearance is of metal fatigue type, with visible lines of rest propagating across the section. The geometry of the fracture allows identification of the starting point and the direction of propagation across the section. A portion of the broken section is worn due to repeated contact with the two broken parts of the mas. No defect was found at the level of the starting point and over the section. The bone screw returned was found broken at the level of the bone thread. No defect was found at the level of the breakage. The damages observed are consistent with a fatigue damaging of the metal due to repeated flexural loading of the bone screw. Review of radiographic films show sextant pedicle screws spanning l4-s1. Capstones in place at l4 and l5. One of the s1 screws is broken. Initial film shows screws segmented l4-l5-s1. Subsequent films show l5 screw removed with broken s1 screw. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Event description:
It was reported that the patient underwent an unspecified fusion procedure with screw implantation. Sometime post op it was discovered that a bone screw was broken. The patient underwent a revision surgery to remove the broken screw 105 days post-op. The surgeon removed the broken portion of the screw but the other section of the screw remained in the sacrum. The surgeon placed a new screw at a different angle. The surgeon tried removing the other piece of the screw with the universal removal tool but it was impossible to remove without creating a larger hole around the pedicle.